Manufacturer narrative:
Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was able to be verified. The cause of the issue was found to be a faulty pump. The pump was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit was raising temperature to over temp and the motor doesn't seem to be working. No other information was provided. No patient involvement was reported.